Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleged the patient suffered pain, decreased mobility, inability to sleep, elevated chromium and cobalt levels and movement of and a "popping" from the implated asr hip. Update: (B)(6) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain, osteolysis, and implant loosening. There is no new additional information that would affect the investigation. Update: (B)(6) 2014 - medical records received for the left hip. Patient's left hip was revised to address fluid collection, brown stained fibrous tissue, no bony ingrowth on the cup and black stains with possible corrosion on the trunnion. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.